Event description:
It was reported that this patient suffered a perforation to the heart wall during an implant procedure. Subsequently, this led to a pericardial effusion. The pericardium was successfully punctured and positive changes were noted on blood pressure and heart rate. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event. Correction to field b5: describe event or problem, and d6b: explant date. Initial: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as a perforation to the heart wall was noted. Subsequently, this led to a pericardial effusion. The pericardium was successfully punctured and positive changes were noted on blood pressure and heart rate. This lead was successfully replaced and is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.